Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and needs to treat but has a red light blinking on the insulin pump. The customer¿s blood glucose level was 500 mg/dl. Customer stated they was getting a request to calibrate. Customer declined high blood glucose troubleshooting. The device will not be returned for analysis.